Manufacturer narrative:
Additional information was received that it was unknown if patient had spinal stenosis at the levels at which the leads were implanted. The patient was reprogrammed and was reportedly doing well.

Event description:
A report was received that the patient's stimulator was causing the legs to feel heavy, making it hard for the patient to walk. It was confirmed that the symptoms were device related.

Event description:
A report was received that the patient's stimulator was causing the legs to feel heavy, making it hard for the patient to walk. It was confirmed that the symptoms were device related.